Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet insertion test was performed, the stylet passed through the coil lumen without obstruction. But visual inspection found the svc exposed conductor distorted and the insulation breached due to pulled/stretched/overstress, damage during implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The physician stated that the stylet could not be fully inserted into the lead. A new lead was implanted. No patient complications have been reported as a result of this event.